Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 321 mg/dl using her breeze2 meter. She retested using another meter and rec'd a reading of 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.